Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the cervical lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.